Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was duplicated and attributed to a faulty smart pneumatic module board. The smart pneumatic module board will be replaced when received and the device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor fault-2001 " message. Complainant indicated that there was no patient involvement in the reported malfunction.